Event description:
The customer reported generator errors and can not take x-rays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. The system operates as intended.